Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for about a month patient (pt) has not been feeling right, feeling rigid and not as smooth, like deep brain stimulation (dbs) therapy is off. Pt states she was in the hospital for about 10 days trying to find out why. Pt states she does not know if it could be her medication or dbs . Pt's doctor is aware she has been in the hospital and has another appointment in november as well as an appointment with her general practitioner at the end of the month. Pt's reason for call was to request to meet with a manufacturer representative and was redirected to healthcare provider to organize meeting.